Event description:
On (B)(6) 2011 - a (B)(6) was admitted for ongoing infection of her right index finger. Pt was noted to have continued difficulty with wound healing, and had pain in the right index finger that was sharp and stabbing at times. Pain level was a 10/10 in intensity at times. On (B)(6) 2011 @ 2230, pt was started on ms pca pump for pain mgmt. On (B)(6) 2011 @ 0700, when checking the delivery history/readings "pump recorded attempts and administered doses and recorded pt had received 43 mls. However after further inspection, it appeared that none of the ms gtt. Had infused and no alarms had gone off to indicate that there was a pump problem. As a result pt received no pain medication from the ms pca pump. A new pump and cassette were obtained and ms pca infusion was restarted at that time. It was noted when "wasting" the ms left in (initial) cassette that approximately 47 ml was still left in cassette and only approximately 3 ml had been used (probably for priming tubing).